Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
As reported: "doctor was impacting the t2 alpha tibia nail over the ball-tip guide wire into the intramedullary canal of the patient's tibia. As doctor continued to impact the strike plate to advance the nail into its final position, the delta strike plate sheared off the nail adapter tibia spi. The threads of the delta strike plate remained engaged in the nail adapter tibia spi, and the breaking point appears to be at the junction of the strike plate threads and the strike plate shaft. Once the strike plate was broken, the surgeon held the broken strike plate in its intended position and finished impacting the nail to its final position. Thereafter, the case continued as normal and there was no harm done to the patient as a result of the breakage. There was nothing unusual in the technique the surgeon used to impact the nail including how hard they were hitting the strike plate. The instrumentation in question is new and I would estimate it to have been used/ sterilized less than 30 times."

Event description:
As reported: "doctor was impacting the t2 alpha tibia nail over the ball-tip guide wire into the intramedullary canal of the patient's tibia. As doctor continued to impact the strike plate to advance the nail into its final position, the delta strike plate sheared off the nail adapter tibia spi. The threads of the delta strike plate remained engaged in the nail adapter tibia spi, and the breaking point appears to be at the junction of the strike plate threads and the strike plate shaft. Once the strike plate was broken, the surgeon held the broken strike plate in its intended position and finished impacting the nail to its final position. Thereafter, the case continued as normal and there was no harm done to the patient as a result of the breakage. There was nothing unusual in the technique the surgeon used to impact the nail including how hard they were hitting the strike plate. The instrumentation in question is new and I would estimate it to have been used/ sterilized less than 30 times."

Manufacturer narrative:
The reported event could be confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which led to its breakage without significant plastic deformation. This leads to the conclusion that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application resulting from incorrect engagement in the counterpart. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.